Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins site became infected a few weeks after implant. It was also stated that it was sore and red so she went to the health care professional (hcp) and he gave her dressing and medication and she thought everything had cleared up but the infection seems to be back. It was also reported that the incision has opened up and you can see the implant. No further complications noted or anticipated